Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. Upon revision, it was noted that the cuff could not open and close, and a bubble was found in the pump. The pump had missing fluid, which most likely caused the system malfunction; however, no fluid loss was found. The aus was removed and replaced. No additional patient complications were reported.